Event description:
During transfer of a pt from bed to shower chair one of the sling loops came off the sling bar and one of the pt's legs hit the lift causing a fracture to the foot. MFR ref # 8030916-2013-00059.